Manufacturer narrative:
Pending evaluation.

Event description:
As reported, patient was revised now for clear wear. Patient found to have clear metallosis. Attempt was to exchange to new xle liner, but stability still concern. In order to avoid changing cup/femoral version, decision was to cement all poly cup inside cup at the correct version, and we provided a delta option head for stem. Patient stable.

Manufacturer narrative:
Section h11: this event has been found to be a duplicate of 1038671-2020-00259. Please disregard.